Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin. Net with the implantable cardioverter defibrillator exhibiting intermittent capture. The patient was observed to be in atrial fibrillation and was not pacing dependent. No interventions were made. The patient was in stable condition,